Manufacturer narrative:
On 12/23/2019, the product analysis was completed. Device investigation summary: during analysis of the sample was found rupture. No other anomalies were observed. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on 10/10/2019 and replaced with 255cc mentor memorygel breast implants (catalog number 3507255mc, left-sided serial number (B)(4), right-sided serial number (B)(4)).